Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed patient started uploading with a new pump on november 5th. They have been uploading with the old pump until november 2nd. The upload with the new pump on november 5th had data from october 16 which has overridden the data that was already uploaded by the old pump for the period october 16 november 2. Patient cannot generate report for both old and the new pump data together. The most likely root cause is patient has uploaded data from two pumps. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: patient started uploading with a new pump on november 5th. They have been uploading with the old pump until nov 2nd. The upload with the new pump on nov 5th had data from oct 16 which has overridden the data that was already uploaded by the old pump for the period oct 16 nov 2. Patient cannot generate report for both old and the new pump data together. Please advise the de to generate reports until oct 14th for the old pump and generate a separate report from oct 16th onwards for the new pump. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing data in the report. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Troubleshooting was performed, but the issue was not resolved, and a requested screenshot of the error. No harm requiring medical intervention was reported. Product return is not applicable for unk_fotasoftware.